Manufacturer narrative:
Additional product code: hsz, gff, hwe. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent surgery and the 2.5mm drill bit broke off into the patient's bone while surgeon was drilling into the bone. Surgeon proceeded even after the drill bit broke and the piece was left inside the patient's bone. Procedure was completed successfully without any surgical delay. Concomitant device reported: unknown drill (part# unknown; lot# unknown; quantity: 1). This report is for one (1) 2.5mm drill bit/qc/gold/110mm. This is report 1 of 1 for complaint (B)(4).